Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The product complaint was verified. Root cause was linked to manufacturing. D4 and g5 are unknown. No product information has been received to date. D5 was unknown. No information has been received to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that model number indicated on the box and the product label were different from the actual product in the package. No patient injury or involvement was reported.